Manufacturer narrative:
E1: patient city: (B)(4). Patient country: poland. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced high blood glucose (bg) event leading to hospitalization on (B)(6) 2025. The patient blood glucose (bg) was 600 mg/dl. The patient had ketones readings at the highest level on the scale and showed symptoms including weakness, vomiting, headache, and feeling unwell. The patient got treated with insulin through the pump and insulin pen injections. The infusion set had been used for 4 days. The patient was hospitalized for 4 days. No further information available.